Event description:
Had an essure device installed in 2005. At this time, I was not explained by the doctor about the side effects that this device can cause. I have sharp pain in my lower abdomen, near my vagina. This sharp pain takes the breath out of me because it prevents me from walking until the pain goes away. I also have a sharp pain in my lower back. I have a lot of pain in vagina. When I have intercourse with my husband, I feel a sharp pain as well. My vagina gets very dry. I have been suffering with migraine headaches since after this device was installed in me.